Event description:
It is reported that the device was implanted in 1998. On a follow-up visit in 2005, the surgeon noted on x-ray that osteolytic lesions or cysts had formed around the threads and tip of the screws used to affix the plate. The plate itself was not loose. The device was revised in 2005.